Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had difficulty charging their device. No information was provided regarding when the charging difficulty began. No symptoms were reported. The ins had been jump-started twice and would not hold a charge. The rep reported the ins was in over-discharge, and they were unable to interrogate it, so the ins was replaced on (B)(6) 2019. The device won't be returned to the manufacturer for analysis because the customer refused to return the device despite a request to do so. The issue was resolved following the replacement surgery. No further complications were reported or anticipated.